Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the code 55008 lot number e40 before the market release. No anomalies have been found. The original lot, manufactured in 2012, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation: the technical evaluation on the returned device is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently ongoing and will be finalized once the results of the technical evaluation will be available. Orthofix (B)(4) has requested further information on the event such as patient diagnosis, date of initial surgery, date of device failure, date of revision surgery, copies of the operative reports to finalize the medical evaluation and information on patient current health condition. Unfortunately, this information has not yet made available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The event description provided by the local distributor indicated: hospital name: (B)(6), surgeon name: dr. (B)(6), surgery description: correction, event description: one paediatric long distractor, code 55008, was broken in the first use when it was on the patient body. This is the first time it had happened in birrds hospital who are the regular user or orthofix fixtors since 1999. The device failure caused adverse effects to patient (loss of distraction/correction achieved). An additional surgery was required following device failure. (B)(4).